Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited increased pacing thresholds, reduced sensing and high out of range pace impedance measurements. Subsequently, the patient underwent a revision procedure. During the procedure it was noted that the is-1 and one of df-1 setscrews were not as tight as the other df-1 setscrew. When the right ventricular (rv) lead was tested through a competitor's pacing system analyzer (psa) normal lead values were obtained. The physician did not believe that the true cause was a connection issue therefore opted to explant the rv lead along with the ICD. No further complications were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.